Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/16/2015: litigation papers allege the patient experienced debilitating pain, discomfort, and soreness, ion the area of her hip implant, which negatively affected her ability to perform activities of daily living. The friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone surrounding the implant.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 26, 2017: legal medical records received.pfs alleges pain, gait in walking, could not sit or stand in long periods, decreased daily activities and elevated high metal ions level. It was also reported that when the device would lock, patient was not able to bend over. After review of the medical records for MDR reportability, there were no metal debris mentioned in the revision notes. Laboratory results for the metal ions were below 7ppb. Product code and lot number of stem were provided. This complaint was updated on jun 6, 2017and lot number of stem were provided. This complaint was updated on jun 6, 2017

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Product complaint # ==> pc-000099420 investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to pain. Update rec'd 12/16/2015: litigation papers allege the patient experienced debilitating pain, discomfort, and soreness, ion the area of her hip implant, which negatively affected her ability to perform activities of daily living. The friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone surrounding the implant. The complaint was updated on: 12/18/2015 update may 26, 2017: legal medical records received. Pfs alleges pain, a gait in walking, could not sit or stand in long periods, decreased daily activities and elevated high metal ions level. It was also reported that when the device would lock, patient was not able to bend over. After review of the medical records for MDR reportability, there were no metal debris mentioned in the revision notes. Laboratory results for the metal ions were below 7ppb. Product code and lot number of stem were provided. This complaint was updated on jun 6, 2017 / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. The complaint database search identified a previous related report against lot 411202 for the 6.5mmx35mm bone screw. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A complaint database search did find additional related reports against the femoral head product code and lot number combination. However; a review of the device history record associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combinations for the liner, cup, and remaining screws. Based on the inability to find any additional related reports against the provided product code/lot code combinations it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code for the stem. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised due to pain. Update rec'd 12/16/2015: litigation papers allege the patient experienced debilitating pain, discomfort, and soreness, ion the area of her hip implant, which negatively affected her ability to perform activities of daily living. The friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone surrounding the implant. Doi: (B)(6) 2009 - dor: (B)(6) 2015 (right hip) no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.